Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
No video/error msg, scope not connection. There was no report of patient harm. The time of event is unknown. B3:not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-51133) which was submitted. Therefore, MDR (9610877-2022-00459) filed on february 28, 2022 is considered a duplicate report.